Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient developed chills, fever and was diagnosed with staph bacteremia. Antibiotic therapy was continued for one month but fever and chills continued. It was further reported that there was erythema at the pacemaker site. The device and leads were removed. No patient complications have been reported as a result of this event.